Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was admitted to the hospital due to high blood glucose level on (B)(6) 2019 and the customer was alleging the insulin pump for under delivery of the insulin. Blood glucose level of the customer was 700 mg/dl when admitted to the hospital. Other relevant blood glucose level of the customer was 300 mg/dl. The customer was treated with insulin pump. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.